Event description:
It was reported to covidien that the unit has a missing digit. No patient harm reported.

Manufacturer narrative:
The reported failure was verified by covidien (B)(4) service center. The failure was isolated to the lcd pcb.